Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the following devices were returned as a single assembly: part 314.402: the screwdriver is still intact and functioning. No product malfunction.part 487.963: the mandible distractor body with left foot was returned incompletely. The foot is missing, therefore, only the rod was received. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This lot in question was produced in january, 2003. Unfortunately, the exact root cause of failure cannot be determined without the entire device available. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: 24 january 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the patient underwent a revision surgery on (B)(6) 2015 because the pin of the mandible distractor device is outside the proximal plate track. This system was originally implanted on (B)(6) 2014. During the revision surgery, it was also noted that the distal plate had loosened. The surgeon explanted the device and associated hardware and replaced it with another distractor system. On (B)(6) 2015 the pin of the second distractor also came out of the proximal plate track. A revision of the second distractor system has not yet been performed. The reported issue with the second distractor is addressed and reported under a separate complaint (B)(4). This report is 1 of 5 for (B)(4).